Event description:
The account stated the architect controls were out of range low for ck, glucose, triglyceride, total bilirubin and phosphorus. Service corrected the smartwash configuration and replaced parts on the architect analyzer. Through additional troubleshooting, it was discovered that a pt specimen generated erratic co2 results. Initially, the pt tested co2=45 meq/l but repeated co2=19 meq/l. The inaccurate co2 results were not reported outside of the laboratory. No impact to pt mgmt was reported. The account stated they installed a new wash tubing that was damaged and the solution was not being aspirated when washing the cuvettes. Service was again requested for the architect analyzer.

Manufacturer narrative:
Preliminary investigation: the text states the customer had installed new alkaline wash tubing that was damaged, resulting with alkaline wash solution not being aspirated when washing cuvettes. The field service rep noted that detergent a and detergent b had been swapped. The fsr connected the correct tubing and performed m and d 2132 flush water lines, replaced the lamp, reagent probe tubing, and the reagent probe. The text states ict check valves were on the wash lines. The reagent syringe, both mixers, cuvette washer poppet valves were replaced. The text states inspection of smart wash configuration showed missing washes and extra washes not documented in product info or package inserts. The text also states the customer used the wrong control on occasion. The field service rep calibrated assays and ran controls. The abbott architect system operations manual (june 2007) indicates the following under section 7, operational precautions and limitations requirements for handling consumables: follow these requirements for using reagents, calibrators, controls, bulk solutions, and onboard solutions: do not substitute. Abbott laboratories manufactures substances and components to rigidly control quality standards. Substitution of materials may affect architect system performance, assay results, safety, and equipment life. Avoid excessive mixing or shaking of liquids to minimize formation of foam and bubbles. Limitations of result interpretation: assay results must be used with other clinical data, for example, symptoms, other test results, pt history, clinical impressions, info available from clinical evaluation, and other diagnostics procedures. All data must be considered for pt care management. If assay results are inconsistent with clinical evidence, add'l testing is suggested to confirm the result. The architect system has been validated for its intended use. However, errors can occur due to potential operator errors and architect system technology limitations. Section 10 troubleshooting and diagnostics observed problems erratic results, poor precision - photometric results (c system) provides the following as possible or probable causes: scheduled maintenance is due. Sample contains fibrin clots or particulate matter. Bubbles or foam on the surface of the sample. Sample was not collected and/or prepared correctly. Sample volume in the sample cup or tube was inadequate. Bubbles or foam are on the surface of the reagent. Reagent is not performing as expected. Probe was pump poppet valve has failed. Bubbles in the water bath incubator due to the pressure of the incoming water. Cuvette washer is not functioning properly. This is an initial report. A final report will be submitted when the complaint is closed. End of report.